Event description:
It was initially reported that during a laparoscopic colon procedure, the surgeon performed the anastomosis on the colon. When the staple line was visually observed, the staples were formed correctly. The surgeon did a leak test and completed the procedure. Later that evening, the patient was taken to the or due to intraluminal bleeding. The surgeon did an open procedure on the patient and used a clip applier to reinforce the staple line; the surgeon did not report the staples were not present or appeared to be malformed. No blood transfusion was required. The patient did not go to ICU but is still hospitalized and in stable condition at this time. Surgeon stated that the patient was young and he contributed that fact to no additional units of blood being required. Additional information received on 7/31/2009: condition of tissue in area is not known. Pre-op dx is not known. No issues noted with the device at the time of stapling. Leak test was performed and no leaks were noted. Donuts wee intact x2. Post op, intraluminal arterial bleeding was noted. Patient was taken back to or that evening and clip was used to remedy the arterial bleed. Hospital stay was extended, unable to know by how much. Patient is male, weight and age not provided. Additional information received on 8/11/2009: pre-op diagnosis was diverticulitis. Tissue quality was fine at time of stapling. There was no tension on the anastomosis. Rectal bleeding was noticed post op. Pt was taken to or for endoscopy. Arteriole bleed was noted. Endoscopic clip was placed. Blood product was not needed. Hospital stay was extended by one day. The patient was discharged and is doing fine.

Manufacturer narrative:
Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.